Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the left ventricular (lv) lead exhibited loss of capture. The lv lead was removed and a second lv lead was used. The second lv lead had unknown reason was removed and replaced with a left bundle pacing lead. The patient was in stable condition.

Event description:
New information received notes the left ventricular lead was unable to capture on any vectors and the second lead was replaced with no alleged malfunction.